Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Lead was returned severed at approximately 360 millimeters from the terminal end. Two little pieces of outer conductor were returned and possibly pulled off from the proximal segment that was returned due to stretching. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this lead was returned and could be indicating that the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.